Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss could not be tested as some of the components were not returned. There was a portion of the posterior foot separated and was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information: a posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional coronary arteriography procedure with a small-bore sheath. Reportedly a cuff miss occurred as there was no suture present after removing the plunger. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.